Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate noise reversion episodes. Reprogramming the device resolved the issue. No patient symptoms were reported.